Event description:
A customer contacted beckman coulter inc., (bec)) to report an incorrect creatinine patient result that was generated by the (B)(4) with ise chemistry analyzer using the enzymatic creatinine reagent. The sample exhibited an abnormal reaction profile without flagging. The specimen was rerun and gave an expected result with a normal reaction profile. The customer did not report an effect to patient as a result of this event.

Manufacturer narrative:
Beckman coulter is providing the following update: beckman coulter determines pre-analytical issue and poor patient sample quality to be the root cause of the reported issue. The findings have been released to the commercial organization in france for discussion with the laboratory principal. No further actions are required.

Manufacturer narrative:
The sample was serum. A similar issue occurred at this account prior to this event. Based on the investigation, bec recommended several hardware checks to be done at the customer site. These checks were completed on (B)(4). 2011. Previous testing was conducted at bec as part of the investigation into previous event; however, no abnormalities were observed in the reaction profiles of the samples which were sent for testing. Based on supplied information from france, system checks and hardware upgrades have been completed on (B)(6) 2011. The root cause of this event is unknown.